Event description:
#Medwatcher #followup1 #FDA mw5040066 #(B)(4). Also reference report #mw5064123.

Event description:
(B)(4). Ovarian cramping, severe pain, abdominal swelling, migraine, joint pain, lower back pain, low ferritin, fatigue.